Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The stimulation issues had been resolved. They met with their hcp and a rep, and were pleased with the actions and outcome. They generated new programs and they were thoroughly explained to the patient. They will follow up if any new issues developed. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they are waiting for the representative to contact them and evaluate the device because they are unable to turn on the device due to extreme pain and misfiring of the device. The issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that after the patient had a dxascan, when she turned stimulation on, she felt stimulation was higher than the usual 3v. It was noted after the scan the patient was on program 3 at 5v. The patient was able to decrease stim down to 2v and felt fine there. The patient then reported the stim felt like a throbbing sensation, but it was not strong. Additional information was provided a few days later, 2020-may-19, when the patient called back to report that after she checked her battery two days after her dxa scan, she was at around 3.6, and the current was overwhelming and hurt so bad in the perineum that she quickly lowered it and turned it off. The patient tried turning it back on over the weekend, but felt nothing on all 4 programs no matter how high she increased amplitude; she felt no stim sensation at all. On p4, she went up to 8.0 and could not go any higher than that. The patient noted she had no other medical diagnostics other than a mammogram and had no falls or traumas. She confirmed use of the 3037 patient programmer, but had not had the device interrogated by her healthcare provider, and confirmed she would schedule a follow-up with her managing healthcare provider for a device check. No further complications were reported.